Manufacturer narrative:
Further investigation on the returned device revealed that the root cause of the reported error message was a loose contact in the supply cable of the centrifuge drive unit.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Date of event was not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). The centrifugal pump was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be confirmed. During the visual investigation, metal particles which broke off the rotor could be detected. These could be determined as root cause for the reported issue. A specific root cause how the mechanical damage occurred could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp displayed an error message and was noisy during set up. There was no patient involvement.